Event description:
It was reported that syringe and plunger error events occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in excellent condition. Unable to duplicate the customer's reported issue. The root cause of the reported issue could not be determined. Actions taken to mitigate the reported issue: performed preventive maintenance and all functional tests which passed. Repair was not needed per customer reported problem.